Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Hospitalization due to diabetes ketoacidosis. Customer passed out in the shower. The paramedics were called to transport customer to hospital. The blood glucose reading is 65 mg/dl. The insulin pump has a crack. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip and scratched display window and broken battery tube threads noted during visual inspection.